Manufacturer narrative:
The UDI was not included in the previous e-mdrs. The UDI is: (B)(4).

Event description:
Reportedly connection issues were noted during the implant attempt of the subject pacemaker. Following positioning the ventricular lead, it was impossible to screw it. The device is returned for analysis.

Event description:
Reportedly connection issues were noted during the implant attempt of the subject pacemaker. Following positioning the ventricular lead, it was impossible to screw it. The device is returned for analysis.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Event description:
Reportedly connection issues were noted during the implant attempt of the subject pacemaker. Following positioning the ventricular lead, it was impossible to screw it. The device is returned for analysis.